Manufacturer narrative:
Investigation summary an internal complaint ((B)(4)) was received reporting that an electrosurgical pencil (finished good (B)(4), lot number 42374481) was malfunctioning during use, causing minor burns to patients. The customer reported a sample is not available for return for this report. However, this report is related to another report (MDR #1060680-2016-00039). An actual defective sample is available for return in relation to MDR #1060680-2016-00039. As of the date of this report, the sample has not been returned. The pencil is manufactured by (B)(4) medical appliance. As such, a supplier corrective action request has been issued to (B)(4). A response is due november 22, 2016. The investigation is ongoing at this time. The report will be updated when new and critical information is received.

Event description:
One of the pencils began to squeak during use and produced minor burns on a patient.

Manufacturer narrative:
Root cause: the cautery pencil is supplied to deroyal by (B)(4). A supplier corrective action request was issued to (B)(4). In its response, the supplier stated that a root cause could not be determined without the defective product to evaluate. A review of retained samples found no issues. Corrective action: a corrective action has not been taken at this time because a root cause cannot be determined. Investigation summary: an internal complaint ((B)(4)) was received reporting that an electrosurgical pencil (finished good (B)(4), lot number 42374481) was malfunctioning during use, causing minor burns to patients. The customer reported a sample is not available for return for this report. However, this report is related to another report (MDR #1060680-2016-00039). An actual defective sample is available for return in relation to MDR #1060680-2016-00039. As of the date of this report, the sample has not been returned. If the sample is returned, this report will be updated. The work order for the reported lot was reviewed for discrepancies that may have contributed to the reported issue. No discrepancies were identified. The pencil is manufactured by (B)(4). As such, a supplier corrective action request has been issued to (B)(4). A response was received december 12, 2016. Preventive action: a preventive action has not been taken at this time. The investigation is complete. If new and critical information is received, this report will be updated.

Event description:
One of the pencils began to squeak during use and produced minor burns on a patient.